Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum 360¿ infuser. The customer reported that the unit failed the delivery accuracy test delivering 21.4 ml. The test was performed with a pronk ft-2 tester and the issue was found during preventative maintenance. There was no patient involvement and no patient harm. This is report one of two.

Manufacturer narrative:
Customer complaint: it was reported that the unit failed its delivery accuracy test twice delivering 21.4 ml on two different trials. Tests: self-test and visual inspect. Self-test passed. Visual inspection performed and found broken fluid shield and door. The customer compliant was confirmed that the device was out of calibration. The probable cause is an out of calibration mechanism. Recalibrated the mechanism and passed, ran 2 delivery accuracy tests where it passed per tsm procedure (B)(6) 2022 and got 20 ml and 20.2 ml.